Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter broke during use. The following information was provided by the initial reporter: device failure (catheter 24). At the time of venipuncture, it broke when it was to be inserted into the patient's limb. (B)(6) 2020: sample discarded due to contamination risk. No harm to the patient / healthcare professional.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter broke during use. The following information was provided by the initial reporter: device failure (catheter 24). At the time of venipuncture, it broke when it was to be inserted into the patient's limb. On (B)(6) 2020: sample discarded due to contamination risk. No harm to the patient / healthcare professional.